Event description:
I have used fixodent for 8 yrs. I have developed tingling and numbness in my fingers, hands and arms. I have also developed symptoms of neuropathy. I am unsteady on my feet and feel dizzy. Dates of use: (B)(6) 2003 - (B)(6) 2011.